Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the balloon catheter was inflated successfully two times, but on the third attempt, the balloon would no hold air. The balloon catheter was replaced with another balloon catheter to occlude the coronary sinus for left ventricle venogram. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.